Manufacturer narrative:
Batch review performed on 02 october 2015: lot 131637: (B)(4) items manufactured and released on 02 august 2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue.

Event description:
Revision surgery planned 3 years after primary due to pain.

Manufacturer narrative:
On (B)(4) 2015 it was communicated that the recovery of the patient was foreseen for that day. On (B)(4) 2015 it was added that no revision was preformed nor planned. On (B)(4) 2015 it was prepared a final report with the information already submitted in the initial report and here above. On the same day the report was sent to the initial reporter and the case was closed.